Event description:
A user facility reported to olympus that the evis lucera elite colonovideoscope exhibited communication error and e315 error-scope error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image flickering with stripes when shaking the plug unit, scope leaking, up/down/right/left angles were all within the specifications, and no immersion of the scope connector and the control section. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct additional manufacturer narrative. Correction: leakage or water invasion of scope connector could not be confirmed. Additionally, it was found that the image was not displayed due to breakage of the charge-coupled device (ccd) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the communication error, e315, was not reproduced. Olympus will continue to monitor field performance for this device.